Event description:
Pt revised to address loose tibial and femoral components, polyethylene wear noted on insert.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.